Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported following a hip surgery (date unknown) the ipg was unable to communicate with external devices. A company representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date.